Event description:
It was reported that they hadn't charged the implant in a while because it was becoming painful to charge the implant and when they would charge the implant they weren't sure which one was getting hot but it would get really hot and they felt like it was burning. Patient didn't provide event date. During the call patient plugged the recharger and got 0/0/2 on passive recharge. Patient then mentioned the recharger paddle was getting hot. There were no damages on the recharger. Agent sent request to repair to replace the recharger. Upon further review agent called patient back and patient denied any burn marks. Patient would get kind of red when charging the implant but denied any burns. Patient mentioned they needed an MRI and had to charge the implant.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.